Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient was an injured worker whose pump was not functioning and the patient's doctor would no longer treat the patient. It was noted that a physician was sought be assist the patient with the issue. It was not clear why the pump was not functioning. The drug in the pump was unknown. Additional information was requested, but was not available at the time of report.